Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7081041/7081052.

Event description:
It was reported that the patient developed an infection at the ipg site and impaired wound healing was noted. Magnetic resonance imaging (MRI) and computed tomography (CT) scan was performed to check internal status and infection was confirmed. Infection was not procedure related and the cause was unknown. The patient underwent an explant procedure and was prescribed with antibiotics. The patient was doing well postoperatively. All device components were removed and discarded by the medical facility.